Manufacturer narrative:
An event regarding a damaged rejuvenate stem extractor was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned with the locking knob completely fractured off. The threaded shaft broke in torsional overload at the weld inside the adjustment knob. No manufacturing defects were identified. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there has been 1 similar previous reported event for this lot ID. Conclusions: it was determined that no manufacturing non-conformities were identified. However, this device is in scope of a non-conformance report to further investigate reported events where the extractor would not securely lock to the stem or where the locking feature was returned damaged.

Event description:
It was reported that extractor broke during surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that extractor broke during surgery.